Event description:
A report was received that the patient¿s lead displayed high impedance readings. The patient underwent a lead revision procedure and the physician replaced the lead, as he suspected the lead was fractured. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead displayed high impedance readings. The patient underwent a lead revision procedure and the physician replaced the lead, as he suspected the lead was fractured. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Expiration date: ni.